Manufacturer narrative:
The device was not returned to the manufacturer for investigation. It is unknown at this time how the black specs were introduced into the cement. If additional information is received, a follow up report will be filed.

Event description:
It was reported that during a knee replacement case, the cement was being mixed in the mixer. Black specs were noticed in the cement prior to use. The health care provider made the decision to use the cement with the specs. No additional treatment was prescribed to the patient as a result of this event and the cement performed as expected.